Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose went from 138 mg/dl before going to bed to 500 mg/dl when going to work. Customer changed infusion set after getting home from work and it was found that cannula was bent. Customer declined troubleshooting for high blood glucose.